Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery twice when attempting a bolus for breakfast. At school, the customer had a low blood glucose 39 mg/dl. In the history, it was noted that three boluses were delivered. During a no delivery alarm, the blood glucose reading was 240 mg/dl. The infusion set had a bent cannula. The customer changed the infusion set and received another no delivery alarm. The blood glucose reading was 171 mg/dl. Insulin did exit with a fixed prime. The caller did not have a product to return.